Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the experienced low blood glucose. The customer reported blood glucose value of 28 mg/dl. The customer reported hypoglycemia, hemorrhage/bleeding treated with glucagon, no treatment. The event involved product(s) mmt-1884, mmt-7040a, unomedical, mmt-332a. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040a, unomedical, mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections b5 with this report. Edtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported bleeding at sensor site in the right upper arm. Customer did not receive medical treatment for the bleeding. Customer also reported low blood glucose and said it was because the sensor was not reading properly. Customer said it could have been the blood at the site that caused the sensor not to read properly. Customer's husband gave her a glucagon injection to treat the low. Customer declined troubleshooting and just wanted to know what can be done to avoid hitting a blood vessel. It was unknown if the pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.